Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had blank screen display and watchdog alarm. There was no patient involvement.

Event description:
It was reported that the device had blank screen display and watchdog alarm. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of display - blank screen, watchdog alarm was confirmed. ¿ on 28-aug-24, pcu was received unboxed and with paperwork. ¿ pcu fails to power on when power button is pushed. ¿ unit failed to complete boot-up sequence due to corrupt logic board software or corrupt cf card software. ¿ faulty pcu logic board. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center replace failed pcu logic board. ¿ failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had blank screen display and watchdog alarm. There was no patient involvement.